Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas, characterized by a nadir of 78 mg/dl after time since last meal and undertreatment of a developing low, with no device low or urgent low alerts reported. Symptoms included none reported. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education on low blood glucose protocol and monitoring until glucose returned to range. Investigation of this case revealed no device alerts during the event and use of oral glucose (juice) to correct the low, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.